Event description:
Sales rep reported on behalf of the customer that whilst using a torx 15 screwdriver to insert a 4mm locking screw in an axsos proximal humerus plate, the tip of the screwdriver broke off in the head of the locking screw after it was fully engaged in the most proximal locking hole. The broken piece of the torx 15 screwdriver was left behind.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.